Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit¿s tip was damaged. Additionally, the device had bends, dents, and foreign material present on the cover glass and internal lens. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus 30 degree telescope due to dents and scratching found on the device during preparation for a therapeutic procedure. Reportedly, the intended procedure was completed by changing to a similar device. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that outer tubing tip was damaged. This report is being submitted to capture the confirmed tip damage during the device evaluation.

Manufacturer narrative:
Correction: e1 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.